Manufacturer narrative:
Approximate age of device - 1 year, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was already admitted for pancreatitis and anemia was found. The patient had a nosebleed from (B)(6)2017 and was (B)(6) for guiac and nosebleed. Site of bleeding was reported as gastrointestinal and no arteriovenous malformation (avm). The patient was transfused with 2 units of packed red blood cells within a 24 hour period and a total of 5 units of packed red blood cells were transfused. Anticoagulants at the time of even was warfarin. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.